Event description:
A (B)(6) male underwent evar on (B)(6) 2012. Per complaint form: after 3 piece zenith system devices deployed, aaa sac contrast filling indicated endoleak before any molding balloon was inflated, repeated diagnostic contrast injections pinpoint suspect zone of significant type 3 endoleak. Deployment of a main body extension cuff to reline suspect region of the main body appears to resolve type 3 endoleak. Residual type 2 endoleak from large calibre lumbar arteries will be followed. Preop CT shows diffuse thickened calcified aorta in the suspect region, but nothing out of the ordinary for these pts.

Manufacturer narrative:
(B)(4): pt outcome was not provided by the reporter. Endoleaks are labeled in the IFU. Event eval: still under investigation.